Event description:
It was reported that the patient had an arrhythmia, but the device did not provide therapy. This was observed via an external hospital monitor. The patient was in the hospital at the time of the event and CPR was given. Technical services reviewed the ekgs provided by the hospital. Technical services suspects the device did not provide therapy as it labeled the rhythm as a sinus rhythm rather than a tachycardia rhythm based on the device's stored intrinsic template. Technical services recommended decreasing the rate cut-off of the shock-zone. There were no additional adverse patient effects. The device remains implanted.